Manufacturer narrative:
Method: internal device memory reviewed. Conclusion: subject was in a non-shockable rhythm, shock was advised and shock was delivered.

Event description:
Subject was not resuscitated. (B) (4).